Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion, the patient experienced pain, erosion, extrusion, urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure to treat symptomatic fibroids, stress urinary incontinence and an obturator sling was implanted. Concomitantly the patient underwent a abdominal supracervical hysterectomy. It was reported that patient underwent the following surgeries post sling implantation on (B)(6) 2010, mesh revision/ removal due to erosion, on (B)(6) 2007, a revision and laparoscopic lysis of adhesions by implanting surgeon. It was reported that adhesions were due to previous hysterectomy surgery. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.